Event description:
It was reported that pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.